Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal right coronary artery (prca). After an unspecified stent was implanted, post dilatation was performed with a 4.5x08mm nc traveler rx balloon dilatation catheter (bdc). During removal of the bdc, strong resistance was noted with the guiding catheter, even after the balloon was fully deflated. There was no adverse patient effect and no clinically significant delay in the procedure. A 5x8mm nc traveler bdc was used for additional post-dilatation to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the USA.